Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the black power cable was not confirmed. The heartmate 3 system controller (serial (B)(6)) was not returned for analysis and remains in use. The pictures provided, show a tear to the strain relief of the black power cable. However, the images do not show damage to the cable jacket or conductors. The provided information stated that the vad team will decide if a replacement is necessary in the future. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate3 patient handbook instructs users to not twist, kink, or otherwise bend their system controller¿s power cords in a way that may damage them. The heartmate3 patient handbook section 10, ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. Heartmate3 instructions for use section 8, ¿equipment storage and care¿ and heartmate3 patient handbook section 6, ¿equipment maintenance¿ explain how to properly care for the system controller, including storage, transport, cleaning, and maintenance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller had damaged to the black power cable. There was one point of connection but the rest of the plastic was broken. There was no damage to the white cable. A controller exchange is being discussed.